Manufacturer narrative:
A hardware analysis of (B)(4) was initiated to determine the probable cause of the issue. Analysis found that there was a defective electrical component that was replaced. They were also unable to confirm reported complaint, unable to take 3d images. Multiple 2d and 3d imaging were successful and no errors occurred while under test. No fault found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000224, serial/lot #: (B)(4) / gr10131; bi71000222, serial/lot #: (B)(4); bi71000222, serial/lot #: (B)(4) / gr10131. No patient information provided as no patient was involved in this concern. Hardware components were returned to the manufacturer but were under analysis at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that during testing, the system was unable to take 3d images. The medtronic representative was onsite and confirmed that he was unable to take 3d images and would order a generator board. There was no patient present when this issue was identified.